Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va16jhr, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.  Analysis of the lead (lot #va16jhr) found the stim lead body was stretched.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) and a rep regarding a patient who was implanted with a neurostimulator for fecal incontinence. It was reported that the patient had their lead explanted on the report date. The patient was experiencing pain at the site of the implant. Reprogramming occurred without resolution. The pulse width and rate were changed, but the symptoms returned, resulting in the lead replacement. The reprogramming occurred due discomfort at the lead site. It was unknown if the issue was resolved. It was also noted that, during the explant, the doctor was pulling quite hard on the lead for removal. The device will be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.